Manufacturer narrative:
A ge service rep performed an on site investigation. The emergency stop switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported intermittent fast stop activated error messages. This causes the system to shutdown. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.